Event description:
It was reported that while in cath lab, cath lab nurse was unable to get intra-aortic balloon (iab) to automatically zero. After further inspection of fiber-optix sensor (fos) connector by nurse, it was noticed that the light connector on fos connector was sitting down too far to make a good connection. As a result, nurse used fluid transducer & electrocardiogram (ECG) to get a signal. Iab was inserted and md was unable to aspirate blood from catheter. Md decided to remove iab through sheath and inserted another iab. Second iab zeroed without a problem. Md inserted iab and when in position md could not aspirate blood and decided to pull iab. Md inserted another brand iab successfully. Sales rep spoke with staff and was told pt was fully heparinized. Scrub tech noticed a small clot had formed on sheath before insertion. There was some thought that clot formed while waiting for pump to zero; wait was upwards of 15 minutes.